Event description:
Coopervision was made aware of a patient that was fitted with biofinity lenses and acquired bacterial keratitis in the left eye within one day of wearing the new lenses. The ecp also noted the eye was photophobic and painful. The ecp prescribed ciprofloxacin. The ecp diagnosed single subepithelial infiltrate consistent with bacterial keratitis, approximately 1-5mm in diameter, round with overlying nafl. No lenses were returned and no lot number was provided.